Event description:
Per the end user, there is a circumferential red rash under the white tape collar of the skin barrier. This has been happening for approx 2 months. Skin barrier is changed every day and the peristomal skin is washed with water or body wash. The end user is also experiencing itching from the area. No further info provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.